Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2018-04124. It was reported that the patient experienced undesirable stimulation, in certain positions. A company representative attempted to troubleshoot the issue by re-programming but was unsuccessful. The patient underwent surgical intervention to remove and replace ipg (with another model). Effective therapy was restored post-op.